Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and was confirmed through x-ray prior to repositioning. This lead also had exhibited high pacing threshold and was successfully repositioned. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.